Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reported patient was revised on (B)(6) 2012, due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, elevated metal ion levels and metallosis. Patient's legal counsel further reported patient passed away on (B)(6) 2013, allegedly due to respiratory failure and vascular embolism. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00672 and -02774).

Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reported patient was revised on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, elevated metal ion levels and metallosis. Patient's legal counsel further reported patient passed away on (B)(6) 2013 allegedly due to respiratory failure and vascular embolism. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient¿s operative (op) notes reports patient was revised due to component malposition and instability. Medical records report hip touching, grabbing, and dislocations prior to revision. Revision op report notes presence of metallosis with brownish synovial fluid, two cystic areas with metallosis debris at the acetabulum, and a crack in the superior wall of the acetabulum. The head was removed and replaced. The cup was removed and replaced with a competitor product.